Event description:
The customer stated that she was treated in the emergency room for high blood glucose levels. The customer changed the infusion set the night prior to the event. The customer's blood glucose levels were normal, but when she woke up they were over 300 mg/dl. The customer treated with the insulin pump, but the blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.